Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 unit. Serial # (B)(4). Case close complete. Customer called in for help on 8015 unit will not power on gets ca black screen with red light and unit keeps peeping to resolve caller issue the error on unit is called 'watchdog" error unit is unrestorable unit has to come in for services repair. Customer thank me and will call back once he is ready to send unit in for repair. (B)(4). 8015 unit. Serial # (B)(4). Customer called in for help on 8015ls bd unit. When power unit on he gets black screen with a red light peeping on the screen that error is called a watchdog error unit is unrestoreable needs to come in for repair. Customer thank me and will call back when ready to send in for repair. Unt is still under company warranty just received units few months ago.